Event description:
It was reported that a 30-year-old female who underwent primary breast augmentation with a 475cc mentor memorygel breast implant experienced right sided baker grade ii/iiii capsular contracture post procedure. As a result, right sided explant and replacement with unspecified gel was performed on (B)(6) 2022. Subsequent to this, the patient developed baker grade iii capsular contracture on the left side. The breast was distorted, firm, and painful. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. The right sided capsular contracture was reported initially under 1645337-2022-07059 on june 15, 2022. On august 12, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001131335